Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The cause of death was high blood glucose, diabetic ketoacidosis, and cardiac arrest. The customer¿s blood glucose was 754 mg/dl at the time of admission and was vomiting water. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had been using the pump for only a week. The caller agreed to return the insulin pump for analysis.